Event description:
Rptr is rn who previously had hives on her hands when she worked in labor and delivery dept. Recently she wore gloves after a period of time of not wearing gloves. She washed her hands well and got hives on her left wrist, her eye swelled up (she rubbed her eye 10 minutes afterwards). Her eye was swollen until the next day, she required antihistamines.